Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The patient presented with an abdominal aortic aneurysm and was treated with two gore&#59397;excluder&#59393;aaa endoprostheses. On (B)(6) 2014 the maximum diameter of aortic aneurysm was measured with 50 mm. The patient was discharged on (B)(6) 2014. On (B)(6) 2014 during the 1 month follow up visit the maximum diameter of aortic aneurysm was measured with 50 mm. On (B)(6) 2015 the patient was admitted to the hospital for a follow up visit. The maximum diameter of the aortic aneurysm was measured with 60.8 mm. On (B)(6) 2015 the patient was treated with an thrombin injection into the aneurysm lumen to enhance the clotting process. On (B)(6) 2015 during the 1 year follow up visit the maximum diameter of aortic aneurysm was measured with 56.5mm. The event was reported as not related to the device or the procedure.

Manufacturer narrative:
Additional device implanted and involved in this event: pxc141200/12425915 UDI: (B)(4).

Manufacturer narrative:
Event description: on (B)(6) 2015 the patient was admitted to the hospital for a follow up visit. The maximum diameter of the aortic aneurysm was measured with 60.8 mm. A type ii endoleak was detected. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU),adverse events that may occur and/or require intervention include, but are not limited to endoleak and re-intervention. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.